Event description:
Medtronic (covidien) received report of an event involving three pipeline flex devices that occurred during flow diversion treatment of an unruptured, saccular aneurysm in the cavernous portion of the right carotid artery. The first pipeline flex was delivered and did not open distally when deployed (MDR# 2029214-2015-00618). The physician attempted to resheath the device twice, but the distal section still did not open. The physician removed the pipeline flex and its microcatheter as one system. A second pipeline flex of the same diameter was delivered. Again, during deployment, the distal section did not open. The physician attempted to resheath the device twice, but the distal section still did not open (2029214-2015-00619). The pipeline flex and microcatheter wmdr# ere removed. A third pipeline flex was delivered. The distal section of the device did not open completely and balloon angioplasty was used to open the device (MDR# 2029214-2015-00620). There was no report of patient injury as a result of this event.

Manufacturer narrative:
The pipeline flex reported in this MDR will not be returned for evaluation as it was implanted in the patient. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. This event is also reported in MDR # 2029214-2015-00618 and 2029214-2015-00619. (B)(4).